Manufacturer narrative:
H10: the device was not returned for evaluation. Without the returned device a probable cause is unable to be determined. A device history review (DHR) lot# 4096289 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a pump end adapter mit spiros that the customer reported a disconnection at the luer connection of an infusion set+ spike and the spiros. The nurse was contaminated with chemotherapy during administration. The device was in use for 30 minutes. There was patient involvement, however, no adverse operator consequences, blood loss, and no serious injury/death. This report captures the second of two events.